Manufacturer narrative:
Correction: section evaluation summary: one (B)(4) was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the device had a temperature issue. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. The failure identified is captured in the current risk management. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during the procedure, the device had a temperature issue. The device¿s displayed temperature was too high and it automatically stopped working. The procedure was completed with a new device. There was no injury caused to the patient and no medical intervention was required.